Event description:
This event was reported as an explant at implant due to 2+ to 3 mitral regurgitation with one leaflet appearing to be lower that the other two. The pt is fine. No further info was provided.